Event description:
It was reported that the pt was unable to make their follow-up appointment because they had sustained a stroke in early january and was admitted to a hosp near their home, after which, they underwent a rehabilitation program. The pt was seen by a neurologist, cardiologist, vascular surgeon and a rehabilitation physician. The pt's cva resulted in left hemiparesis that pt is still recovering from.